Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: kinks on insertion portion, missing stylet knob, tube was detached, and needle did not move fluently and smoothly. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: was due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a piece of metal broke off from the needle and fell into the specimen cup on the last pass during a diagnostic endobronchial ultrasound (ebus) procedure. The procedure was completed with another olympus device. At the end, the doctor went into the patient afterwards and confirmed that there were no device pieces in the patient. There were no reports of patient harm associated with this event.